Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-obstructive urinary retention, urinary dysfunction/sacral nerve stimulation, and gastrointestinal/pelvic floor. It was reported that the patient's implanted device was shocking them. They were advised to contact their clinician's office for further assistance. No diagnostics/troubleshoot ing was performed and no interventions/actions were taken. The issue was not resolved at the time of the report.